Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in a vessel in the lower extremity. A 035 non bsc support catheter was used. A182cm choice¿ pt and a journey guide wire were inside the support catheter however during the procedure, it was noted that the choice¿ pt guide wire was broken while inside the support catheter. There was no issue noted with the journey guide wire. The support catheter and the choice¿ pt guide wire were both removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient&#38112;status was fine.